Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up when lead noise and low pacing lead impedance were observed. The lead was capped. The patient condition was reported fine after the procedure.